Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported one false positive flu result on sofia flu+sars. Unknown whether it was on flu a or flu b. Patient was symptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive